Event description:
It was reported that the clinical study patient experienced post operative pain. The patient was administered medication. At a programming visit the patient reported a lower pain level and stated that post-operative pain is decreasing.

Event description:
It was reported that the clinical study patient experienced post operative pain. The patient was administered medication. At a programming visit the patient reported a lower pain level and stated that post-operative pain is decreasing. Additional information was received that the clinical study patient experienced post operative pain on top of the abdomen around the incision site. Additional information was received that clinical site determined the reported event was not above the normal pain expected from surgery so they have inactivated the event.